Event description:
It was reported that the programmer "intermittently" would not interrogate implanted devices. Also noted was there was a lot of noise on the analyzer and the electrocardiogram (ECG) screen. Multiple steps were taken to resolve the issue; replacing the analyzer and rf heads. The programmer and rf head will be returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).